Event description:
It was reported that during a hip scope surgery, the device became extremely fogged in middle of the case causing a completely loss of image or visualization during the surgical procedure. A backup device was available to complete the procedure successfully. Patient injuries were not reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the device was foggy. A visual inspection was performed and showed the scope to have distal tip damage, a dented outertube and broken lenses. This damage is caused by contact with another source. No manufacturing related defects were observed.

Event description:
It was reported that during a hip scope surgery, the device cracked and became extremely fogged in middle of the case causing a completely loss of image or visualization during the surgical procedure. A backup device was available to complete the procedure successfully. Patient injuries were not reported.